Manufacturer narrative:
This event occurred in (B)(6). All ft4 iii results from the roche analyzers were above the normal reference range for the assay. The ft4 results from the abbott analyzer were borderline below the upper level of the normal reference range for the assay. Calibration and qc at the investigation site were ok. A general reagent issue can be excluded. Assays from different manufacturers, in this case abbott, can generate different results. This relates to the overall setups of the assays, the antibodies used, differences in reference materials and the standardization methodology used. The investigation did not identify a product problem.

Event description:
The initial reporter questioned thyroid results for 1 patient sample tested on a cobas e801 module. The sample was submitted for investigation where discrepant results were identified for elecsys tsh (tsh) and elecsys ft4 iii (ft4 iii) between the customer's e801 module, an e801 module used at the investigation site and the abbott architect method. This medwatch will cover ft4 iii. Refer to medwatch with a1 patient identifier (B)(6) for information on the tsh results. Refer to attached data for the patient results. No questionable results were reported outside of the laboratory. The customer's e801 module serial number was not provided. The e801 module serial number used at the investigation site was (B)(4). The ft4 iii reagent lot number used at the investigation site was 380330 with an expiration date of dec-2019.